Manufacturer narrative:
(B)(4).

Event description:
Additional information received form the consumer reported that she did not know what happened regarding the loss of therapeutic effect. The patient tried increasing the level of the program and on the maximum she felt nothing. She had to decrease the level of stimulation due to pain. No steps had been taken yet to resolve the issue, but they thought that the leads migrated. The patient had another appointment on (B)(6) 2015- to figure out what was going on for sure.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0hhdh, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received. It was reported that the device was replaced due to the leads being disrupted due to obesity.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0hhdh, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapy. When stimulation was turn on, it caused a lot of pain. It was supposed to be vibrating sensation but it was very painful when stimulation was turned on. The patient had full flooding again; this was a return of symptom. When she thought she had to pee, she peed. The patient felt stimulation and the therapy was on. This event was a sudden change in therapy. The patient could not turn stimulation up because it hurt so badly. The patient did not feel stimulation much down there. She had to turn it up to 5.0v but previously she got benefit at 1.6v and 1.5v. She also had no diapers and no leakage when it was working. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.